Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not remaining secure to drill during testing was not confirmed. However, during evaluation, it was observed that the device had a drilled tip. It was determined that this was consistent with failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. It was determined that the attachment device could be forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. It was determined that when the drill device was started, the burr device drilled into or through the neuro tip. The assignable root cause was determined to be due to user error. If additional information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the craniotome attachment device would not remain secure to the drill. During an in house engineering evaluation it was observed that tip was drilled. There was no delay due to the planned surgical procedure and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.